Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023 to treat shoulder pain. On (B)(6)2024 the firm was notified that the patient was scheduled to have the nalu system removed. Per the patient, the system is being removed in order to move forward with shoulder replacement, back surgery, and related MRI needs. The placement of the system was not MRI conditional and thus required removal in order to move forward with the orthopedic procedures. A full system explant was performed on (B)(6)2025.

Manufacturer narrative:
Review of records found that this patient has reported several issues with external components of the nalu system during the 14 months that the system was in use. The patient continued to report significant pain relief during the entire time that the nalu system was implanted and there is no allegation or indication of any issue with any implanted components. The explant was performed in order to obtain MRI scans in preparation for upcoming orthopedic surgeries.